Event description:
The pump was returned for investigation. Investigation revealed that there was evidence of corrosion on the battery compartment, the battery cap and internal components of the pump. The pump was found be leaking due to a crack in the pump case. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the pump was not able to be powered on. There was corrosion observed in the battery compartment and on the battery cap. The returned battery cap was not able to be used for testing. A test cap was used for testing and the pump failed the leak test due to a crack in the pump case. Power loss was observed during testing. The pump was opened and corrosion was found on the internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).